Manufacturer narrative:
It is unk if which ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
In or about 2011, an unk pelvic mesh product was implanted in the plaintiff with the intention of treating her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "after and as a result of the implantation" the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." It was additionally alleged that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."